Event description:
On (B) (6) 2009, the pt stated both the up and down buttons on their infusion device are not responding on occasion. The pt stated that she was unable to hear a beep or feel a vibration when pressing the buttons. The pt stated that both buttons pop back up when pressed. The pt stated that the infusion device may have been dropped, but if so, it wasn't hard. The infusion device has not been exposed to water and there has not been any insulin spilled inside of it. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.